Manufacturer narrative:
According to the service order# (B)(4). The field service technician performed as follows: failure was reproducable on pressure channel 1. If the cable is moved the pressure value is jumping. Failure could not be reproduced with the other 3 cables from the other pressure channels. Customer still has another cable for replacement. The fst installed the cable and the unit is working to factory specs. Full calibration and functionality tests. The reported failure was "pressure value was jumping". The reported failure was reproducible for the technician by kinking the cable on the upper connection. Device is working to factory specs since the customer had one new cable on stock which was used for replacement. The reported failure "pressure value was jumping" could be confirmed. The reported failure "pressure value was jumping" occurred during patient treatment. The hl20 in question was responsible for the complaint/event. The most probable root cause could be determined to the following: 1. Cable brake on the upper connection part; 2. Loose contact between pressure cable and device. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Refrence number: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Pressure chanel nr. 1 value was jumping during operation. Pump stopped. Customer tried to plug in and out several times the pressure cable, then it was working fine again. Reference number: (B)(4).